Event description:
The customer reported a ventilator gave an error code 1102 indicating a primary audio failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer how to troubleshoot the problem. Additionally, the rse advised the customer that they may need to replace the speaker assembly and provided the part identification number. The part is currently on back order. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) advised the customer on how to troubleshoot the problem. The rse advised the customer that they may need to replace the speaker assembly and provided the part identification number. The part is currently on backorder. It is unknown if any parts or repairs have been conducted. Multiple attempts were made to retrieve device repair or diagnostic information; however, no response from the customer.